Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Carefusion was able to verify the reported issue. Internal inspection revealed a blown fuse on the power board. Carefusion installed a good known power board and ventilator still would not power on. The ventilator's internal battery voltage output reads was out of spec. Installed a good known test internal battery and the ventilator powered on with both the internal and external power sources. Carefusion replaced the power board and the internal battery to address the reported issue.

Event description:
It was reported to carefusion that the unit would not power up on internal or external power. There is no report on whether or not this unit was on a patient at the time of this event.